Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after the implantation procedure, it was observed that the serial number written on the patient stickers was not consistent with the serial number indicated on the outer box of the packaging.

Event description:
Reportedly, after the implantation procedure, it was observed that the serial number written on the patient stickers was not consistent with the serial number indicated on the outer box of the packaging.